Event description:
Information received from the field does not address the patient's clinical status but notes that during an attempt to implant the lead in the ventricle, the lead became stuck in the right atrium. An attempt to pull the lead out was unsuccessful. The physician's associate "gave it a big tug" which released the lead, but approximately one half inch of tissue came out on the tines of the lead.